Manufacturer narrative:
Implant and explant dates: no information was provided. (B)(4). Manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 23.5 diopter for this lot number. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
A new lens was implanted during the same procedure. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an intraocular lens (iol) was explanted from the left eye after the patient complained of poor quality of vision. The report indicated that the iol would not be returned to the manufacturer. No additional details were provided.